Manufacturer narrative:
H3 product analysis #249420241:analysis information -- (B)(6) 2020 16:16:12 cst pli# 10 product ID# 3058: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient is thinking of getting their ins removed. They added that they've had back problems from arthritis which have worsened "since implant (B)(6) 2018". They are also experiencing pain down the right hip, lower butt, and in the front of their right leg. They added that they can't sit for long and the pain is starting to go to the left side. The patient also said turning stimulation off didn't resolve the pain. They also don't know if the pain is related to the device as the healthcare provider's (hcp) office hasn't been very helpful in answering the patient's questions. The patient doesn't have a managing hcp so a listing was sent to them. Patient responded to a letter who noted that explant/replacement is not scheduled or planned. The action/intervention taken to resolve the pain/back problems was they started doing physical therapy which will end on (B)(6) 2019 and then they will wait to see their managing healthcare provider (hcp). The patient also noted physical therapy is not working and they are experiencing a lot of pain in their lower back and buttock area. No further patient complications have been reported as a result of this event.